Manufacturer narrative:
Additional information: section b5 - describe event or problem: it was reported that during a procedure with patient interface a particle/ fiber was loose. We've learned through follow up that there was no patient contact with the product or the particle. No further detail was provided. Jjsv reviewed the information and determined that it did not meet the criteria of local regulation anymore. There was no patient contact; therefore, the event did not lead to death or serious deterioration in the state of health and if it occurred again, it could not lead to death or serious deterioration in the state of health. There are no safety signals for similar reports from our post market surveillance activities. Subsequently, it is not required to initiate a nonconformity report, or escalation. Johnson and johnson surgical vision will continue to monitor the reported issue. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3 - date of event: date unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6). Section h3 - other (81): the patient interface was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during the procedure, a loose particle/ fibre was found. No further detail was provided.